Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: ""I went to an orthodontist, and they advised me to stop all treatment with byte. Clinical reviewed the information and requested a letter of recommendation. The patient provided the letter in which the dentist recommended ceasing treatment due to alignment issues that required orthodontic care. As a result, treatment was discontinued, and a refund was processed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.